Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device's cord plug was severed and not returned. The foil was discolored and there was a discolored circle on the foil of the open pads. The gel was intact. Functionally, the discoloration of the foil is due to formation of surface oxides and hydroxides in the aqueous environment provided by the gel in the pads. Studies have indicated that the surface oxidation of the foil was cosmetic only and does not affect the safety or function of the return electrode. The oxidized regions are very unlikely to grow in size as the storage time increases. They use deionized water, high-purity magnesium acetate and other high-purity ingredients in the manufacture of the gel to minimize any unwanted reaction with the aluminum foil. The discoloration was not a defect and does not affect the function of the pad. Resistance of the foil under the gel tested satisfactorily along with the resistance between the wire and the foil. The border adhesive was intact. It was reported that there was an adverse event without an identified device or use problem and the device caused a rash or reddening on the skin. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the device bovie pad was placed on patient's right anterior thigh prior to surgery. When bovie pad was removed at end of case, small blackened areas noted, and also pieces of blackened skin peeling to reveal pink tissue underneath. Total area approximately 1 inch x 1 inch. Surrounding area intact. Physician and anesthesia made aware. Band aid placed over wound.

Manufacturer narrative:
Uf/importer rpt num: 5201770000-2023-8056. If information is provided in the future, a supplemental report will be issued.